Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant a resolute integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. There were no difficulties noted when removing the device from the hoop. (B)(6) prep was performed with no issues identified. The target lesion in the mid rca exhibited moderate tortuosity,severe calcification and (B)(4) stenosis. Lesion was pre-dilated. Resistance was encountered advancing the resolute integrity device and excessive force was used during delivery. Difficulties were noted during delivery of the device across the lesion site. It was reported that the calcified lesion did not allow the stent to cross and a break / fracture occurred at the device tip. The tip of the device did not detach completely from the delivery system. Device was pulled back. Further dilation was performed, a cutting balloon was used and a non-medtronic stent of the same size was used for treatment. No patient injury reported.